Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was instructed to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the caller successfully loaded a cartridge onto the pump and resumed insulin delivery.